Event description:
It was reported that the patient underwent the following procedures: 1. Anterior l3-4, l4-5, l5-s1 diskectomies; 2. Cage w/ rhbmp-2/acs arthrodesis l3-4, l4-5, l5-s1; 3. Segmental screw instrumentation l3-4, l4-5, l5-s1; 4. Posterior partial l3, l4, l5, s1 laminectomies; 5. Pedicle screw instrumentation l3, l4, l5, s1; 6. Posterolateral fusion using rhbmp-2/acs and autograft arthrodesis at l3,l4, l5, s1. Per the op notes, following the diskectomies, the peek cage and rhbmp-2/acs arthrodesis was performed at l3-4, l4-5, and l5-s1. Following decortication of the transverse process and iliosacral, posterolateral fusion using rhbmp-2/acs and autograft arthrodesis was performed at l3, l4, l5, s1. The patient was discharged with the following diagnoses: 1. Retroperitoneal hematoma; 2. Chronic back pain; 3. Mild drainage from incision wound. (B)(6) 2011: the patient presented retroperitoneal hematoma; mild drainage from incision wound; chronic back pain; and an opiate dependence. The patient complained of some left lower quadrant fullness. Per the doctor¿s notes, the patient had gone in to a medical center the day before presenting increasing drainage from the top of his incision site and his back. At that time, a CT scan of the abdomen was conducted which revealed a 7x4 hematoma, mild compression and distortion of the left iliac vein with clear luminal fluid. The incision in his back revealed mild erythema and swelling, and mild drainage at the upper portions of the incision¿¿ (B)(6) 2011: the patient presented with complaints of lower left extremity radiculopathy. (B)(6) 2011: the patient presented for xrays of the lumbar spine. It was noted that some bone graft material was identified on the left side posteriorly. (B)(6) 2011: the patient presented with complaints of left lower extremity pain and radiculopathy. Radiographs showed good position of the hardware. It was reported that after surgery, the patient began to notice difficulty with his motor skills, specifically moving his feet for ambulation. Patient reported an instance where his legs stopped working and he fell to the ground. Patient must use a cane to walk, but can only do so for short distances. The attorney additionally reports that the patient has decreased rom.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented with back pain for 3 years which had gotten increasingly worse with radiation down both legs (left greater than right). Patient had physical therapy, epidural injections and discograms positive for multiple level lumbar segment disease. On 12/31/10, the patient underwent posterior partial l3-l4, l4-l5, l5-s1 discectomies, pillar sa peek and bone morphogenic protein allograft arthrodesis at l3-l4, l4-l5 and l5-s1, segmental screw instrumentation at l3-l4, l4-l5 and l5-s1. Patient then underwent posterior partial l3, l4, l5, and s1 laminectomies, pedicle screw instrumentation at l3, l4, l5, and s1, postolateral fusion using bone morphogenic protein allograft and auto graft arthrodesis at l3, l4, l5, and s1. Lumbar spine series revealed "hardware in good position and no foreign body is apparent." While in the hospital, the patient developed a retroperitoneal hematoma. On (B)(6) 2011, due to post-op pain, abdominal x-ray was performed and revealed bowel gas pattern compatible with constipation. On (B)(6) 2011, the patient was discharged. On (B)(6) 2011, the patient presented for follow up and complained of some lower left extremity radiculopathy. Patient was to have l-spine x-ray in 1 to 2 weeks. On (B)(6) 2011, the patient was evaluated at the ER with complaints of back pain, back drainage and lower quadrant fullness. The patient was admitted for possible infected incision wound and retroperitoneal hematoma. On (B)(6) 2011, bilateral lower extremity venous duplex ultrasound revealed negative for right and lower extremity dvt on (B)(6) 2011, lumbar spine series revealed extensive postsurgical changes of both anterior and posterior fusion from l3-s1. On (B)(6) 2011, the patient presented for follow up. The patient was complaining of left lower extremity pain and radiculopathy. Patient was to undergo a CT scan of l-spine. On (B)(6) 2011, lumbar spine CT scan revealed extensive postsurgical changes; mild disc space narrowing with endplate osteophytosis leads to broad based osteodisc complex at l5-s1 and mild foraminal encroachment . On (B)(6) 2011, nerve conduction studies revealed clinical and electrodiagnostic evidence consistent with bilateral l5 radiculopathies and lumbar disc disease. On (B)(6) 2011, lumbar spine CT scan revealed post-surgical changes and orthopedic hardware at l2-l3, l3-l4 and l4-l5 with facet joint hypertrophic changes at these levels including hypertrophic changes at l4-l5. On (B)(6) 2011, patient underwent a caudal esi. On (B)(6) 2011, the patient presented with persistent low back pain, gluteal pain, and paralumbar spasm. Treatment included conservative observation, consideration of external bone growth stimulation to accelerate the healing and process of fusion, or possible removal of the unilateral pedicle screw instrumentation. On (B)(6) 2011, the patient underwent a bilateral l2-l3 fji and left sij injection. On (B)(6) 2012, the patient returned for re-evaluation of his condition due to significant back pain withpain from his anal region radiating into his groin. MRI was scheduled. On (B)(6) 2012, the patient continued to have ongoing back pain and was continued on ongoing conservative observational care and treatment. On (B)(6) 2013, the patient presented with complaints of chronic low back pain which radiates to lower left lateral abdomen, bilateral thigh and leg pain, erectile dysfunction. Patient was referred to spinal doctor and pain management. An abdominal series revealed abundant distal stool. On (B)(6) 2013, the patient presented with complaints of problems urinating and difficulty ejaculating.

Event description:
It was reported that the patient presented with back pain for 3 years which had gotten increasingly worse with radiation down both legs (left greater than right). Patient had physical therapy, epidural injections and diskograms positive for multiple level lumbar segment disease. On (B)(6) 2010, the patient underwent posterior partial l3-l4, l4-l5, l5-s1 diskectomies, pillar sa peek and bone morphogenic protein allograft arthrodesis at l3-l4, l4-l5 and l5-s1, segmental screw instrumentation at l3-l4, l4-l5 and l5-s1. Patient then underwent posterior partial l3, l4, l5, and s1 laminectomies, blackstone pedicle screw instrumentation at l3, l4, l5, and s1, postolateral fusion using bone morphogenic protein allograft and auto graft arthrodesis at l3, l4, l5, and s1. Lumbar spine series revealed hardware in good position and no foreign body is apparent. While in the hospital, the patient developed a retroperitoneal hematoma. On (B)(6) 2011, due to post-op pain, abdominal x-ray was performed and revealed bowel gas pattern compatible with constipation. On (B)(6) 2011, the patient was discharged. On (B)(6) 2011, the patient presented for follow up and complained of some lower left extremity radiculopathy. Patient was to have l-spine x-ray in 1 to 2 weeks. (B)(6) 2011: the patient presented retroperitoneal hematoma; mild drainage from incision wound; chronic back pain; and an opiate dep endence. The patient complained of some left lower quadrant fullness. Per the doctor's notes, the patient had gone in to a medical center the day before presenting increasing drainage from the top of his incision site and his back. At that time, a CT scan of the abdomen was conducted which revealed a 7x4 hematoma, mild compression and distortion of the left iliac vein with clear luminal fluid. The incision in his back revealed mild erythema and swelling, and mild drainage at the upper portions of the incision. On (B)(6) 2011 the patient was admitted to hospital and put on IV antibiotics. The wound was found to be gram positive. There was no evidence of significant compression of the iliac veins. On (B)(6) 2011 the patient was discharged from hospital and prescribed clindamycin. On (B)(6) 2011, the patient was evaluated at the ER with complaints of back pain, back drainage and lower quadrant fullness. The patient was admitted for possible infected incision wound and retroperitoneal hematoma. On (B)(6) 2011, bilateral lower extremity venous duplex ultrasound revealed negative for right and lower extremity dvt . On (B)(6) 2011 the patient presented with some lower extremity radiculopathy. The patient still had a moderate amount of redness and swelling at the incision site but no drainage. It was implied that since the patient had been on a high dosage of narcotics previously they were having difficulty getting the pain under control on (B)(6) 2011, lumbar spine series revealed extensive postsurgical changes of both anterior and posterior fusion from l3-s1 with some bone graft materialidentified n the left side posteriorly. On (B)(6) 2011, the patient presented for follow up. The patient was complaining of left lower extremity pain and radiculopathy. Patient was to undergo a CT scan of l-spine. On (B)(6) 2011, lumbar spine CT scan revealed extensive postsurgical changes; mild disk space narrowing with endplate osteophytosis leads to broad based osteodisc complex at l5-s1 and mild foraminal encroachment . On (B)(6) 2011, nerve conduction studies revealed clinical and electrodiagnostic evidence consistent with bilateral l5 radiculopathies and lumbar disc disease. On (B)(6) 2011 the patient presented with severe intractable low back pain and bilateral leg pain. The patient described the pain as aching, nagging, shooting, and burning in sensation. The patient ambulated with a forward-flexed gait. Sitting seemed to cause discomfort. There was pain to palpitation in the para-lumbar region with exquisite facet tenderness at l2-3 and a positive facet loading. There was also pain to palpitation over the left sacroiliac joint with a positive faber's sign on the left and a positive pelvic compression test and positive pelvic distraction. The patient was on ms cotin, morphine sulfate ir, flexeril, soma, clonidine and famotidine. On (B)(6) 2011 the patient presented with worsening mid and low back pain as well as inter-scapular neck pain. The patient also reported radiating pain into a band type pattern in the right gluteal region down the lower extremities most significantly on the left with numbness, tingling, paresthesias, and pins and needles sensations. The patient also reported ongoing suboccipital headaches and periodic cervical discomfort. The patient ambulated with significant forward flexed posture and antalgic gait. Per the encounter notes the patient's symptoms were progressive; that the patient had become significantly functionally debilitated; and they had succumbed to having to use a cane for ambulation. The patient was on cotin 45mg, morphine sulfate, morphine sulfate ir, flexeril, soma, clonidine, ativan, docusate sodium, and famotidine. On (B)(6) 2011, lumbar spine CT scan revealed postsurgical changes and orthopedic hardware at l2-l3m l3-l4 and l4-l5 with facet joint hypertrophic changes at these levels including hypertrophic changes at l4-l5. On (B)(6) 2011 patient presented with significant mechanical back pain. On (B)(6) 2011, patient presented with significant mechanical back pain with occasional severe radicular lower extremity symptomatology. The patient received a caudal esi. On (B)(6) 2011, the patient presented with persistent low back pain, gluteal pain, and paralumbar spasm. Treatment included conservative observation, consideration of external bone growth stimulation to accelerate the healing and process of fusion, or possible removal of the unilateral pedicle screw instrumentation. On (B)(6) 2011, the patient presented with significant mechanical back pain with occasional severe radicular lower extremity symptomatology. The patient underwent a bilateral l2-l3 fji and left sij injection. On (B)(6) 2011 the patient presented with severe and debilitating lower back pain with radiating symptoms into left leg. There was tenderness to palpitation about the para -lumbar region. There were myospasms and spasms noted. There was right upper extremity weakness. Per the encounter notes the patient was concerned that they were becoming quite dependent. The patient wished to start tapering off of pain medication and was to continue use of the bone stimulator. On (B)(6) 2011 the patient presented with low back pain with radicular symptoms to the leg. The patient reported they had received no relief from their last injections and that their medication was not controlling their pain well. The patient was prescribed butran patchesand lortab (for breakthrough pain). On (B)(6) 2012, the patient returned for re-evaluation of his condition due to significant back pain with pain from his anal region radiating into his groin. MRI was scheduled. On (B)(6) 2012, the patient continued to have ongoing back pain and was continued on ongoing conservative observational care and treatment. The patient reported significant rash and bruising from the butrans patch. Morphine was added back to the patient's pain management regimen. On (B)(6) 2012 the patient presented with ongoing severe low back pain with radiating pain into the lower extremities. On (B)(6) 2012 the patient reported increased pain with movement; the need for an assistive device for walking and standing; and the feeling of instability. The patient also reported being unable to sit for longer than 20 minutes at a time. On (B)(6) 2013 the patient presented with ongoing severe low back pain with radiating pain into the lower extremities. The patient was also experiencing a lot of constipation and was to decrease the long acting morphine sulfate in hopes of decreasing this problem. On (B)(6) 2013 the patient presented with ongoing significant lower back pain and bilateral lower extremity radiations. The patient reported their medications were causing some constipation. Possible methadone treatment was discussed. On (B)(6) 2013, the patient presented with complaints of chronic low back pain which radiates to lower left lateral abdomen, bilateral thigh and leg pain, erectile dysfunction. Patient was referred to spinal doctor and pain management. An abdominal series revealed abundant distal stool. On (B)(6) 2013, the patient presented with complaints of problems urinating and difficulty ejaculating. The attorney additionally reported that: after the surgery the patient began to notice difficulty with motor skills, specifically moving feet for ambulation and reported that on the way to an appointment for a follow-up MRI the patient's legs had stopped working and they had fallen.

Manufacturer narrative:
Review of radiographic images found as follows: (B)(6) 2011 cervical spine series ap and lateral cervical x-rays show normal alignment without signs of surgery, instability, malalignment or trauma (B)(6) 2011 thoracic and lumbar series lumbar 360 degree fusion with anterior interbody devices at l3, l4 and l5 (sovereign) along with unilateral tension band posterior pedicle screw fixation on the left.